Event description:
Pump declared altitude alarm 21, causing suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. Insulin delivery was successfully resumed after following the guidance, and the pump returned to normal operation. Tips for preventing altitude alarms were provided, and the customer acknowledged understanding these instructions.